Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the possible cause why version of the tube was old could not be determined. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the maintenance unit tubing was of old version type that needed to be replaced for optimal performance. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.